Event description:
It was reported that during a laparoscopic procedure the instrument did not staple completely and did not cut. Another device was used to complete the case. There was no consequence to patient.